Event description:
On (B)(6) 2010, the patient was implanted with three gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. At the distal end of the aortic neck, a palmaz stent was implanted to reinforce the seal. No endoleak or complications were reported at this time. One hour later, the patient was reported to be in cardiac arrest. An artificial heart-lung apparatus was used and a blood transfusion was performed. An angiogram showed a dissection around the left subclavian artery. Two additional tag devices were implanted at the proximal end of the initially placed tag devices to treat the dissection. The additional devices were placed just below the left common carotid artery. No endoleak was noted on the final angiogram. The patient was transferred to the intensive care unit in unstable condition and expired later that day. The physician felt the cause of death was hemorrhagic death due to the aortic rupture. The physician stated he felt the rupture was attributed to the dissection around the left subclavian artery. The physician also stated that the dissection might be due to the ballooning of the proximal aortic neck. No autopsy was performed to confirm the cause of the dissection.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional devices implanted and related to this event: tgt3115/7905056, tgt3110/7448772, tgt3420/7999804, tgt3415/8049216.